Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was not reported. Product is being replaced. No further information was provided.